Event description:
End user reported that she was on a walkway at a football game, turned onto the grass and her l-3r scooter flipped over. User sustained a significant cut on her right elbow, no medical attention.